Manufacturer narrative:
The conclusion of the file analysis led to the following observations: - the reported issue was not reproduced. The root cause has not been determined; the likely hypotheses are below: o the bar of navigation buttons is frozen o user interface is not refreshed when switching from one episode to another.

Event description:
During interrogation of kora device, screen of the programmer smarttouch remained frozen. It was impossible to shut it down, or to quit the session. Afterwards, when it was possible to shutdown the smarttouch, screen remains blocked several minutes on ¿smarttouch¿ logo before turn on. Upgrade of smartview 3.16 was performed some days before.

Event description:
During interrogation of kora device, screen of the programmer smarttouch remained frozen. It was impossible to shut it down, or to quit the session. Afterwards, when it was possible to shutdown the smarttouch, screen remains blocked several minutes on ¿smarttouch¿ logo before turn on. Upgrade of smartview 3.16 was performed some days before.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.